Manufacturer narrative:
Analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 10mg/ml concentration at 3mg/day dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome, lumbar radiculopathy and spinal pain. It was reported that less pain control occurred. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. Pump logs were read: motor stall occurred on (B)(6) 2018 at 23:41, motor stall recovery occurred on (B)(6) 2018 at 03:10, motor stall occurred on (B)(6) 2018 at 05:53, motor stall recovery occurred on (B)(6) 2018 at 19:50, motor stall occurred on (B)(6) 2018 at 22:54, motor stall recovery occurred on (B)(6) 2018 at 23:31 and motor stall occurred on (B)(6) 2018 at 02:44. Surgical intervention occurred and pump was replaced on (B)(6) 2018. The pump would be returned. At the time of this report, the issue was re solved and patient status was alive-no injury. No further complications were reported.